Manufacturer narrative:
The returned product was evaluated and inspection of the device found damage to the exposed portion of the soft cannula. Due to the damage sustained by the soft cannula, cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen.